Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. There was no impact to the customer's blood glucose (bg) level. In addition, the customer reported that the touchscreen home screen shows "a bunch of slashes and dashes". During troubleshooting with tandem technical support, the customer emailed a picture. However, tandem technical support was unable to confirm the issue due to poor resolution from the camera. The customer was instructed to email another picture, the customer stated that the pump was now displaying a fill estimate. The customer reloaded the same cartridge and the issue was resolved.